Event description:
It was reported that a malfunction alarm with Malf 12 occurred and pump displayed fault ID, which caller was able to share with Technical Support. There was no adverse impact to the customer¿s blood glucose level. Technical Support provided pump reset information, assisted caller with resetting pump, confirmed that malfunction did not recur after reset, advised caller to continue using pump, and instructed caller to call back if any malfunction code recurred, which caller acknowledged and understood.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.